Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer had high blood glucose of 406 mg/dl. Customer also had a no delivery before motor error and removed the set prior to call. Customer reported that, the alarm did not occur during manual prime. Advised to change entire infusion system as soon as possible if reconnecting infusion set and reservoir does not resolve issue. Customer reported unable to troubleshoot at time of call. The product will not be returned for analysis.